Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and the device labels, including serial number and dome label stickers were reported as missing, removed, worn, faded, or damaged following usage. The customer also reported that there were leaks at the transfer guard and also the infusion set did not last for seven days and it looks like clogged. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical, unomedical. Troubleshooting was not performed for the insulin flow blocked alarm, as it was resolved in the past. Troubleshooting was performed for reservoir leaks and label damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for unomedical. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 1 no delivery alarms 04/29/2025 at 12:21:41.000 during basal. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, corroded battery tube, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Cosmetic damage at the label was not confirmed, however, other cosmetic damage was noted. Moisture damage was noted found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced hyperglycemia. The event involved product(s) mmt-1884, mmt-342, unomedical. No product return is required for mmt-342.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - removed health effect - impact code 2199 for health effect - clinical codes 4582. 3. Section h6 - added health effect - impact code 2199 for health effect - clinical codes 1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.